Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified the need to replace the diacom box. The diacom box was replaced. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the left monitor on the 9600+ system remained blank when he tried to take fluoro exposure. However, when a l/r swap was completed, the image appeared on the right monitor. The case was finished with another c-arm. There was no report of pt injury.